Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via lp-shunt (doi and setting are unknown). It was reported that the surgeon noticed that the pressures setting was not able to be changed when the surgeon tried to change the setting on june 1st 2017. The revision surgery was performed with certa valve (180mmh2o), and it is working properly. The patient¿s condition is under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 30 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number 1428, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9009 with lot ctgbrz, conformed to the specifications when released to stock on the 23rd june 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.